Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w ver 2.9b. The pump was received with the battery cap missing the metal contact.

Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.